Event description:
The patient's father reported the patient's blood glucose (bg) level reached 480 mg/dl, while wearing the pod between 5 and 24 hours. They reported redness and swelling at the infusion site (arm). As treatment, a new pod was applied and manual insulin injections were administered.

Manufacturer narrative:
The bottom housing was inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. During the investigation it was noted that the soft cannula was teared off. The soft cannula measured shorter then expected due to the tearing off. The time of the tearing off of the soft cannula could not conclusively be determined. However it could be concluded that the tearing off of the soft cannula did not contribute toward the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.